Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: 03. Sep. 2013 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the ball on a t-pal spacer applicator,has broken off. It was confirmed that the broken spacer was found by the consultant in his field equipment. There was no hospital account involvement or patient involvement. This complaint is for one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken off and not returned. The remainder of the device was found to be intact with minimal witness marks consistent with wear and tear. No definitive root cause was able to be determined. The received failure mode is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned inner shaft is utilized in the transforaminal posterior atraumatic lumbar (t-pal) system. After trialing, the applicator inner shaft is installed into the applicator handle and knob assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position, the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light, controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Endurance testing (insertion and removal) was completed with no functional failures observed after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The received failure mode is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.